Event description:
A palmaz genesis stent was placed in a calcified brachio-cephalic artery in 2007, for recurrent stenosis. There were no anomalies reported during prepping of the genesis stent delivery system (sds), and the inflation time during deployment was 15 seconds at pressure per the instructions fo use. On approx two months later, the stent was found to have fractured and separated slightly, with re-stenosis seen in the gap between the two separated segments of the stent. A self-expanding stent was placed within the open area between the two stent segments to bridge the gap and treat the restenosis. The prod was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.

Manufacturer narrative:
The physician wondered whether the fracture was due to the pulsatile nature of the heart in the implant area. Stent fractures are considered a possible complication after metallic stent insertions and can also be a result of balloon expansion. However, in this case where the stent was deployed in a hard lesion in the brachio-cephalic artery, the fracture was more likely caused by ongoing stress i.e: continuous pressure from the heart, at the site of maximum leverage resulting in stent fatigue. In-stent restenosis is a well-known documented potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 mos after stent placement. Rates were higher in older pts with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenosis in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include pt, procedural, pharmacological and lesion. Restenosis is associated with the progression of cardiovascular disease and is a known potential adverse event following stent implantation. Vessel occlusion, restenosis or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. This prod, represented is distributed outside the united states, but is similar to us distributed stent delivery sys.